Event description:
It was reported that an asymptomatic patient had a merlin.net transmission, post-sensed t-wave oversensing was observed. The patient did not receive therapy. Issue was resolved by reprogramming the device.

Manufacturer narrative:
No medwatch form was received.